Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The customer did not change the infusion set to resolve the issue. The customer stated that when the infusion set was removed from her body, the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.